Event description:
The reporter contacted animas on (B)(6) 2013 alleging that the patient experienced low blood glucose (bg) measuring 79 mg/dl on (B)(6) 2013. The reporter stated the patient was treated by consuming juice and chocolate chip cookies. This reported bg excursion does not meet animas¿ criteria of a reportable adverse event. The reporter alleged there are bolus records missing from the pump history. The patient reportedly boluses five-to-six times each day. The reporter claimed that on (B)(6) 2013 there were only four boluses in the history, on (B)(6) 2013 there were eight boluses in the history, on (B)(6) 2013 there were three boluses in the history and on (B)(6) 2013 there were only two boluses in the history. Customer support advised that the patient be discontinued from insulin pump therapy with this pump and begin on an alternate method of insulin delivery. The reporter stated that the patient will not discontinue insulin pump therapy with this pump because the healthcare provider (hcp) stated that the pump is working. However, the reporter also stated that during a visit with the hcp on (B)(6) 2013, the hcp stated he wanted the pump replaced. This complaint is being reported because the allegation of missing bolus history records remained unresolved and the hcp requested pump replacement.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.